Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation. Arrow international recently became aware that this incident is in litigation. It was reported to arrow's previous legal counsel on (B)(6) 2007; however, the information was not relayed to arrow's complaint department.

Event description:
It was reported via legal communication that the catheter was inserted and spontaneously fragmented. During a pet scan on (B)(6), 2004, it was discovered that the fragment was lodged in the right pulmonary artery. No action has taken place to remove the fragment. It remains in pt. Reference MDR #2242445-2010-2007 for the second event involving same pt.